Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that approximately one week after a total abdominal hysterectomy procedure the patient returned to the ER and a 1500 cc hematoma was discovered and drained. It was stated that it is possible that the hematoma was abscessed. The surgeon had also stated that he had seen more oozing and bleeding during the procedure and thought that the device was not sealing well enough.